Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Functional quality and production testing was not performed since the attachment was received in non- working condition. An actual temperature reading was not captured but a root cause as to why this situation could have occurred could be determined based on quality observations. Both bearings failed; free roaming ball bearings most likely created friction within the head which resulted in temperature increase. It is reasonable to suspect gear function was compromised by added debris inside the head which is evident from the wear on the gears. All components looked dry and corroded with no evidence of lubrication. Each of these factors contributed to the overheating and ultimate failure of the attachment.

Event description:
In this event a doctor reported that an estylus 1:5 handpiece reportedly overheated and burned patient inside mouth. The doctor used peroxyl to treat the burn. There was no further intervention required.